Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's software was reloaded to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.